Manufacturer narrative:
(B)(4). Batch # p94g5u. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and 4 malformed clips inside a plastic bag. In addition, the tyvek (p4rm8f) from another device was returned along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. The reported complaint was confirmed. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device just clip 4 pieces and clips run out (clip lock and orange indicator show). The surgeon decides to change to competitor product instead. There were no patient consequences.